Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports a button error alarm, explained to the pump will need to be replace are the numbers ramping or is the scroll bar moving up or down with no input. The device will be returned for analysis.